Event description:
A home patient contacted baxter's technical service center for assistance. The home patient reported the patient line got caught in his wheelchair and broke. The home patient finished therapy with manual supplies and stated he would contact his nurse in the morning. No patient injury or medical intervention was indicated at the time of the initial report.